Event description:
Hcp reports the pt presented in 2003 with signs of an infection of the device pocket including redness, swelling, drainage, and pain. The pt did not have meningitis. The pt was treated with both IV and oral antibiotics. The pt's infection was reported to have resolved with no drug withdrawal. The pt had risk factors including having diabetes.